Event description:
Approx three months after cataract surgery with implantation of the crystalens intraocular lens (iol), the pt presented with a sudden decrease in vision. The pt's best corrected visual acuity (bcva) decreased from 20/20 to 20/50. Upon examination the iol appeared malpositioned in a "z" configuration. The lens was explanted and replaced with a standard iol and the pt's bcva returned to 20/20.